Event description:
It was reported that when the nurse went to pull the catheter back, the entire catheter came out of the patient. The nurse then attempted to re-inflate the balloon and water started squirting out of the balloon.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging), 3-way temperature sensing silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was attempted to be inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and immediately leaked from a hole in the balloon surface (measuring 0.1175 inches). This is out of specification, which states, "pinholes are not permitted." No missing pieces were noted from the balloon surface. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿tooling damaged (core pins)". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1. To deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve 2. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently 3. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation 4. If the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol 5. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that when the nurse went to pull the catheter back, the entire catheter came out of the patient. The nurse then attempted to re-inflate the balloon and water started squirting out of the balloon.